Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, interstitial cystitis, hematuria, and urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced pain, erosion, infection, bleeding, dyspareunia and urinary/bowel problems. It was reported that due to erosion and vaginal perforation, patient underwent revision on (B)(6) 2010 and on (B)(6) 2011 due to vaginal perforation. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrently with laparoscopic assisted vaginal hysterectomy to treat menorrhagia and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.